Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient presented with blurry vision and doubling of images in the left eye one week post photorefractive keratectomy. (Prk). The patient was noted have epithelial basement membrane dystrophy (ebmd). The patient will be seen in follow up at a later date. Additional information received states that the ebmd was noted prior to treatment.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).